Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. During the procedure, the right atrial lead exhibited oversensing with noise. The lead was capped and replaced. The patient was stable post surgery.